Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: n5c2114y) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bullectomy involving the powered handle and reload, the device did not open after being fired, there were difficulties retracting the knife blade and the device locked on tissue. The jaw was manually opened and the device was removed, after which a replacement device was used to continue the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d1 (MFR name, street 1), d9, g1 (MFR contact first name, last name, postal code, email, phone number), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the system data showed that in the last clinical firing, an incomplete retraction occurred. It was reported that the device did not open after being fired, there were difficulties retracting the knife blade and the device locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.